Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a pentaray nav high-density mapping eco catheter and when removing the catheter from the sheath (8f, abbott sl0), there was difficulty removing the catheter. After removing the catheter from the sheath, the catheter was damaged--the brite tip was partially detached. There were no lifted or sharpened rings. There were also no exposed wiring or braids. A second catheter and the same sheath were used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, the shaft and tip of the catheter were observed separated, additionally, one of the splines was observed broken with components exposed. A manufacturing record evaluation was performed for the finished device lot number 31609687l and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4),